Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the complaint states: ¿it was reported that on (B)(6) 2021, the surgery was performed via tka for left knee oa with the cement. During the surgery, when the surgeon opened the package of the cement, it was found that a hair was caught in the package. The surgeon didn¿t use it and the surgery was completed successfully. No further information is available.¿ the device was returned to blackpool for investigation (see attachment ¿(B)(4).photos.pdf¿). The unit carton packaging layer was not returned. A hair has been trapped in the seal at the top of the foil protection layer for the powder component. This is not a sterile layer of packaging, and the seal is created during the final packaging process. The hair traverses the depth of the seal and loops to the inside of the foil. This examination confirms the complaint description. All operators are trained to scp-pr09 rev 34 which lists the hygiene behaviours expected in each of the manufacturing areas and includes instructions for the usage of appropriate ppe. Section 8 is specific to final pack and instructs operators to keep long hair tied back, and to wear the correct ppe at all times. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 9114918. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4). Units released. Lot expiry date: 31 march 2022 .

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgery was performed via tka for left knee oa with the cement. During the surgery, when the surgeon opened the package of the cement, it was found that a hair was caught in the package. The surgeon didn¿t use it and the surgery was completed successfully. No further information is available.